Event description:
Patient complained of knee pain. Dr. Determined that the patella was "loose" and revised the patients knee. He replaced the patella.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection concluded, minor scratches were observed on the articular surface of the patella implant which could have been caused by third-body particulate (bone, bone cement, etc.) Or during removal of the implant. The non-articulating surface has cement centralized to the center of the implant. There are also signs of damage to the edge if the periphery surface and to one of the pegs. This could have likely been caused during extraction. The clinical/medical team concluded, this is a complaint from the united states reporting a "loose" patella had to be replaced. The patella was returned, however the product investigation did not reveal a root cause for the "loosening". Also, there were no observations of material or manufacturing deviations in the course of this investigation. Several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed. Credit will be issued for the device.